Manufacturer narrative:
Insulin pump trace download analysis confirmed the pump alarmed power loss alarm. The power management tool confirmed power loss alarm due to non-sleep anomaly software error. Device passed the self test and displacement test. Pump error 63 alarm, was confirmed in the formatted history file due to a cold solder joint found on the ambient light sensor.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that their insulin pump had an unexpected battery power loss and pump error. The customer¿s blood glucose level was 6.2 mmol/l at the time of the incident. Customer states has to keep changing battery three to four times in the last 12 hours. The customer states this is the second occurrence of replace battery now. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.